Event description:
Air errors on the machine. We pulled the lot and will return to the manufacturer. The machine erred "air bubble detected." The department decided to pull all of the inventory with that lot number. They had more than one patient--cannot state how many. They have had other issues with this alarm but the device had recently returned from the manufacture from repair and it alarmed on the next patient it was used on. After contacting the manufacture they confirmed they had not replaced the part but that in their paperwork they noted they would replace it if we had the same errors again. It was sent to the manufacture for repair with that error. They (the devices) have been returned to the manufacture.